Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that on (B)(6) 2021 the patient passed away due to right heart failure that was present at the time of implant. An rvad was placed and weaned. The patient did not tolerate the chest closure post-operatively due to the right heart failure, and the team and family subsequently decided to withdraw care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. It was reported through the patient outcome that the patient passed away due to right heart failure that was present at the time of implant. A right ventricular assist device (rvad) had been placed and the patient was weaned, however, the patient could not tolerate chest closure due to right heart failure. The team and family decided to withdraw care. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), until the patient passed away on (B)(6) 2021. No product is available for investigation. The hm3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2021. No further information was provided. The manufacturer is closing the file on this event.